Event description:
The customer called to report that she was treated by paramedics due to low blood glucose levels. The customer reported a blood glucose reading of 333 mg/dl at the time of the call. The customer did not recall any events leading up to her reaction. Troubleshooting was performed and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.